Event description:
Customer reported that their patient underwent an uneventful ilasik on (B)(6) 2012. On (B)(6) 2013 post-op, patient was referred back due to change in vision on the right eye. Slit lamp evaluation (sle) noted slipped flap, epithelial ingrowth and with striae on the right eye. Flap was lifted, epithelial ingrowth was removed and flap was repositioned. On (B)(6) 2013, visual acuity sans correction was 20/50 on the right eye.

Manufacturer narrative:
(B)(4). Epithelial ingrowth, striae. Conclusion - customer reported an uneventful ilasik procedure and did not request field service or clinical support.